Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#( B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient thought that they needed to be reprogrammed because the wire that went to the patient¿s right side quit working and the left side still worked. The patient noted that he turned the implantable neurostimulator (ins) off to charge, but when he turned it back on, the patient felt the stim/therapy stutter and then quit. The patient programmer (pp) was used to make an adjustment for the right side but was unsuccessful. There were no reports of falls, traumas, emi, or activity that might have led to the issue. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to contact a manufacturer representative (rep). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-31. It was reported that ¿nothing changed¿ and some of the leads were bi-passed. Lastly, the patient reported that the stimulation/therapy issue was not resolved; it stopped working on the right side the very next day. There were no further complications reported or anticipated.